Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the transmitter was not blinking when connected to the sensor and the sensor not wet. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040ma. Troubleshooting was performed and the issue was unresolved. Transmitter was fully charged prior. The led light blinked when the transmitter was disconnected from the charger and/or connected to tester but the led light would not blink when connected to the sensor. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and the customer response was that the device will be returned. No product return is required for mmt-7040ma.